Event description:
Revision surgery - the surgeon had to change the humeral liner due to the patient dislocating.

Manufacturer narrative:
The reason for this revision surgery was a result of a patient joint dislocation after 2 days of patient use. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with the main contributor component listed in the complaint. A review of the product complaint report history showed this is the second complaint against lot number 856c1093. (B)(4). No information was supplied that definitively described the nature or root cause of the dislocation. Factors un-related to the implants that may contribute to a patient dislocation are: degenerative bone, improper surgical technique or incorrect implant selection. There are no indications of a product or process issue affecting implant safety or effectiveness.